Event description:
According to the facility s foley was placed and the balloon burst.

Manufacturer narrative:
According to the facility a foley was placed and the balloon burst. The foley balloon was tested prior to insertion. There was no impact or serious injury according to the facility other than the foley being replaced. The device is not available for evaluation. The customer reported the patient was on "comfort care" and is now "deceased". The customer did not report any information that would indicate that the product caused or contributed to the patient death. The patient was on "comfort care" prior to the incident occurring, which would indicate that the patient death is attributed to an issue unrelated to the product problem. The customer did not report any serious injury related to the reported product issue. The weight of the patient was not given by the facility, but 0 kg was entered in this MDR due to the submission portal not accepting the a4 field empty. No additional details are available related to the customer reported issue.. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.